Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: customer reported: we've had several instances with the needle not retracting.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: customer reported: we've had several instances with the needle not retracting. Material no. - 381423, lot no.: 2179472 and 2042992. It was reported by the customer that the needles are not retracting. Verbatim: mds- hello, we have received a quality complaint on product sold to our customer. Please contact the customer and cc cx and cx on any future communication. Injuries or adverse event: no. Item: 381423. Quantity affected: 2 ea . Serial/lot number: 2179472 & 2042992. Po : 4515753621. Are any samples available for return? Yes. Reported issue: customer reported: we've had several instances with the needle not retracting. Customer disposition request: credit.